Manufacturer narrative:
(B)(4). Final device analysis of the extensions revealed no significant anomalies; the extensions were okay but cut thru (suspected explant damage).

Event description:
It was reported that the patient experienced a loss of stimulation sensation, but it was unclear when the problem started. All impedance readings were >10,000 ohms during a revision procedure, the health care provider found that the extensions were "malfunctioning." The extensions were replaced and all impedance readings were normal. The patient received paresthesia to the affected areas and recovered without sequela.